Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on 11/27/2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. No additional blood tests were performed using the truemetrix meter. Manufacturer contacted customer on 12/4/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer is concerned with tests results of hi. The customer's expected fasting blood glucose test result range is 150 - 200 mg/dl. At the time of the call, the customer reported having a headache. Customer was not sure if it was due to his blood glucose or his high blood pressure. Customer stated he had just eaten one-hour prior. Medical attention was not needed at the time of the call. Customer stated he had obtained the result of hi on thanksgiving and did not know what hi meant and that he had gone to the ER. Customer did not know what the ER diagnosis was or what his blood glucose test result was at the ER, only that he had been told it was very high as was his blood pressure. Customer was given insulin. Customer was discharged from the ER the same day and no new medications or healthcare program had been suggested. Customer did not report any additional blood tests performed using the truemetrix meter. During the call on (B)(6)2018, a back to back blood test was not performed by the customer. The product storage was not disclosed. The test strip lot manufacturer's expiration date is 02/24/2020 and open vial date was undisclosed. Customer did not want to review the meter memory for previous test result history.